Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The controller log files revealed no notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook,rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted for review due to multiple low flow alarms on 18sep2024. Low flow events were confirmed by technical services occurring on 18sep2024. There also appeared to be several low flow flags, which did not persist long enough to trigger a low flow alarm. The low flows appeared to have occurred at times when the pulsatility index (pi) was elevated and there did not appear to be any type of mechanical circulatory support (mcs) equipment issues causing the events. Log files were submitted on 29sep2024 and 30sep2024 with low flow events. The patient was scheduled for a right heart catheterization (rhc) on (B)(6) 2024. The rhc revealed that the patient's right ventricular systolic function was normal and right ventricular chamber dimension was at the upper limits of normal. Right atrial filling pressures were mildly elevated. The patient did not have any right ventricular dysfunction prior to left ventricular assist device (lvad) implant and lvad therapy did not contribute to or worsen their right heart function. It was later reported the patient had low flow software installed. The low flow software update was made without issue to both system controllers. The patient was asymptomatic during the low flow events. The site later reported the cause of the low flow alarms was due to elevated blood pressure and a small left ventricle-remodeling post lvad implant. The alarms resolved with the low flow software update.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.